Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the c-cover was observed to be burnt and the adhesive had a chip. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following a reportable malfunction was identified during the device evaluation: the distal tip was observed to be burnt from an environmental related failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope image did not display during a diagnostic unspecified procedure. The device was switched out for another similar device. There were no reports of patient harm.